Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head occasionally failed to achieve white balance. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector water seal failure a root cause could not be identified. Based on the results of the investigation, unable to achieve white balance due to cause could not be determine however, connector water seal failure due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.